Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed right ventricular pace impedances in the 1000 ohm range. The pace impedance measurements typically ran in the 400 ohm range. All other lead diagnostics were normal. The patient will continue to be monitored. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.